Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath d/l 31cm catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the identified burst, stretched and reported fluid leak issues as a longitudinal split resembling catheter burst was noted on the red luer extension leg, proximal to the strain relief. The surface of the longitudinal split was rough and uneven. Further during functional evaluation, a leak from the longitudinal split was noted upon infusion. However, the investigation is unconfirmed for the reported hole in extension leg. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 07/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a hemodialysis procedure, the device allegedly leaked. It was further reported that the device allegedly had a hole in the lumen of the device. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a hemodialysis procedure, the device allegedly found to be leaked. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2022). Device pending return.

Event description:
It was reported that during a hemodialysis procedure, the device allegedly leaked. It was further reported that the device allegedly had a hole in the lumen of the device. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 07/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.